Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation on the unit has been compromised.

Event description:
It was reported that the insulation on the unit has been compromised.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection showed dents on the insulation near the distal tip. The insulation was tested for cracks/damages on the insulation using an insulation scan test and the unit failed. Probable root cause(s) are: user misuse, improper sterilization methods or normal wear. An action has been opened to address the insulation failure for our OEM supplier for our lap instruments using polymer resin insulation. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.